Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown screws. Part and lot numbers were not reported. The exact date of implant is unknown but was reported to be six to seven months prior to the date of this report. The complaint device is not expected to be returned to synthes for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on (B)(6) 2015 to remove a broken variable angle (va) condylar plate, an unknown quantity of unknown intact screws and to address a distal third fracture that did not heal. The plate and associated screws were reportedly implanted on an unknown date approximately six to seven months prior to the date of this report. The patient was revised using a retrograde nail. It was reported that the patient is obese and has a knee arthroplasty. The post-surgical outcome was reported as "fracture was realigned using nail and the surgeon was happy with the outcome." This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).